Manufacturer narrative:
Insulin pump alarmed after battery change, due to faulty connector on interface board. Insulin pump received with minor scratches on lcd window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the customer received multiple excessive no delivery alarms from her insulin pump. The customer's blood glucose level was 275 mg/dl. The customer stated that every time she replaces the insulin pump's battery, the settings are wiped out. Standard troubleshooting was performed. The customer was advised that the alarms occurred because the insulin pump experienced an unexpected restart. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).